Event description:
The manufacturer was contacted in reference to the voluntary field safetly notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There was no report of serious patient harm or injury. The manufactuer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received new information on (B)(6) 2023  that patient having sinus issue. Section b5, g3, h1 and h6 has been updated/corrected. In addition, appropriate code updated/ corrected.